Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer was hospitalized for low blood glucose. Troubleshooting was not performed at the time of call. No further details provided.